Event description:
It was reported to philips that the images were not displayed on the allura device. A philips field service engineer (fse) inspected the system onsite and confirmed that when started the device would not boot past the philips logo. The fse reviewed the system log files and identified that a frame grabber card initialization error resulted in the system not being able to complete the start up sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc, the hard disk and installed the software. After replacement of the flexvision pc, the hard disk and installation of the software, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. This is a hybrid or and the procedure performed did not require x-ray, therefore the reported event did not impact the procedure. With this information the complaint investigation is closed. The codes were updated based on the investigation outcome.